Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the brake was not working all the time and it would go to a free wheel. Tech services advised that left motor will need to be replaced.